Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: "hi" (greater than 600mg/dl), 136mg/dl, 140mg/dl and 154mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.